Event description:
A surgeon reported that a crack was noted in the optic of an intraocular lens (iol) after insertion. The incision was enlarged to accommodate removal of the lens. The surgeon also reported a tear in the descemet's membrane.